Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) the system onsite and confirmed that the system was not getting boot up. Upon functional testing, fse found that the issue was occurring due to incorrect sequence of bootup. Therefore, fse reset boot up sequence to the correct media hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.